Event description:
The home patient (hp) reported having shortness of breath during drain 2 of 4 while using the homechoice cycler for apd therapy. The hp continued drain and after removing 250mls of programmed fill volume of 2600mls, was able to breath better. The hp relates that recovering from a previous hospitalization for an allergic reaction to their new pet dog, bronchitis, and fluid retention. The hp relates that while hospitalized, they received breathing treatments around the clock every four hours and antibiotics (unknown drug, dose and frequency) for the asthma and bronchitis. The hp relates that they were also dialyzed around the clock via capd exchanges using an increased 4.25% dextrose in order to remove the fluid. They were retaining.